Event description:
On (B) (6) 2010, pt's father reported, pt's readings have been elevated ever since he went on pump therapy. Father stated, pt's elevated readings have been from the upper 200-300 mg/dl range and some readings have gone up to just reading "hi" on his meter. Pt's target range is around 80-160 mg/dl. Pt is currently on a combination of pen therapy. Father reported, pt is not using the infusion device and has not used it for the past week. Father stated, pt's readings have been better since he went on the pen and off of the infusion device. Father reported, they have consulted physicians about the readings and have been informed that it is associated with the pt not getting the correct dosage. Father stated, the infusion device is working correctly; they just need to adjust the pt's dosage amount. Father reported, pt has had ongoing issues with e4 (occlusion) errors since the pt went on pump therapy. He stated, this is not a product malfunction but more of an issue with the pt's insertion site. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.